Event description:
It was reported that the valve was clogged and broke into three pieces prior to re-implantation.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. It did not pass the leak test due to several holes in the reservoir. This damage is similar to damage, that may be caused by a needle. There were no occlusions or breakages detected. The conditions of the complaint were not observed in the lab. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.